Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer woke up to almost 500 mg/dl blood glucose and customer's blood glucose at the time of incident was 380 mg/dl, which came down to 280 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with the insulin pump and manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was advised that the insulin pump will be replaced. The insulin pump will not be returned for analysis.